Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin squirted when priming. The customer¿s blood glucose was unknown at the time of the incident. Customer also reported that small crack on reservoir compartment. The insulin pump will be returned for analysis.